Event description:
It was reported that during a routine device check, the ventricular lead exhibited low impedance. An x-ray revealed the lead exhibited subclavian crush damage. The lead remained implanted and the patient would be scheduled for a replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.